Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient's lead was poking out of her head. The patient underwent a lead revision procedure wherein the leads were replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-2158-70, serial #: (B)(4), description: linear lead with enhanced stylet, 70cm. Model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm. Model #: sc-3138-55, serial #: (B)(4), description: scs phiii ext 55cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.